Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the temp basal rate did not deliver as programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: a review of the pump¿s history showed that the last bolus and last basal were delivered on 07/18/2013. No alarms were observed in the pump¿s history relating to the complaint and the total daily doses added up correctly. During testing, a-10% temp-basal was set in the pump with a 0.5hr duration period; pump successfully completed the temp-basal with no errors or alarms. No clicking or other unexplained tones were emitted during testing. The pump was exercised for 24 hours with no issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.